Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be extended/ retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited high thresholds, high impedance, and the tip failed to extend after multiple attempts at re-positioning. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.